Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event date is estimated.

Event description:
Device 2 of 2. Manufacturer reference report number #: 3006705815-2021-02315. It was reported that the patient underwent lead replacement surgery due to high impedance. The leads were explanted and replaced.